Event description:
Clinic submitted product complaint. Stated product problem is "blood leak", leak internal as blood was detected by blood leak detector of dialysis machine. Blood was noted in drain from effluent dialysate source. Treatment was stopped immediately and circuit of blood discarded. Patient complained of chest pain 5 to 10 minutes after treament stopped. Chest pain relieved by nitroglycerin and morphine. Hemodialysis treatment was restarted one hour later with a new setup of dialyzer and bloodlines without further incident. Hematocrit 32% pre incident. One unit packed blood cells given. Complaint dialyzer saved for evaluation. MDR filed on medical intervention required and blood loss. 7/30/99 spoke with area technician, who says that the dialyzer was saved from the acute setting. It had not been flushed and was left in the refrigerator, while he was on vacation. On monday when he returns to facility, reporter will attempt to reprocess complaint dialyzer. Co will call on monday to determine sample status. 7/30/99 co called nurse who cared for patient. Patient had been admitted to the ICU for workup of chest pain and was already receiving a nitroglycerin drip when the leak occurred. The cardiologist ordered the blood to be given.